Event description:
An endeavor sprint rx drug-eluting coronary stent system, length 18mm, 2.5mm diameter, was used to treat a lesion in a pt. It is reported that the stent dislodged in the pt's lad. The lesion was predilated four times to 12 atms for 30 seconds and once to 10 atms for 30 seconds. It is reported that the stent was inspected prior to use with no abnormalities noted. The target lesion was located in a previously stented region of coronary artery. Attempts to deliver the stent to the lesion were unsuccessful and the delivery system was retrieved from the pt. On removal from the pt, it was noted that the stent had been stripped from the balloon. The stent was located in the pt's lad. Attempts were made to retrieve the stent with a snare and the stent moved to the lmca. The stent was not removed from the pt. Pt status post procedure was reported as unstable, with hypoperfusion. The pt expired 2 days post procedure. It is unk if the pt death was related to the stent dislodgement. Neither the stent delivery system nor a cd of procedural images were received by medtronic for evaluation.

Manufacturer narrative:
Secondary intervention - attempt made to snare dislodged stent - evaluation codes, results : dislodgement.